Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The wet returned sample was visually inspected. And no obvious defects were observed, that would have contributed to the reported event. A calibrated console was used to test the sample. And the fluid management system cassette primed and tuned with the ultrasonic handpiece successfully. And could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed, on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured, and found to be within specifications. Fluid flowed from the balance salt solution bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed, during inspection and functional testing. The root cause of the customer's complaint could not be established, as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined, that this sample functioned per specifications. Therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an error code was displayed on the console and aspiration pressure did not increase during a procedure. The product was replaced and procedure completed with no patient harm.